Manufacturer narrative:
Subsequently, it was reported that the explanting facility would not make the device available for return. A supplemental report will be filed if the device is returned or if the serial number is provided to medtronic.

Event description:
Medtronic received information that one leaflet of this mechanical valve was not visible when viewed under fluoroscopy. The valve had been implanted approximately 40 months prior to the observation. The device subsequently was explanted and replaced approximately three weeks later. At explant, it was observed that the leaflet was covered with pannus. It was not known whether or how the pannus growth was affecting the valve functionality or performance. No adverse patient effects were reported. It was reported the device serial number was not available.

Manufacturer narrative:
Without the return of the valve, a root cause cannot be determined and a definitive conclusion cannot be made regarding the clinical observation; however, it is likely that the pannus on the leaflet was the reason that the leaflet could not be viewed under fluoroscopy. Pannus, or host tissue overgrowth, is generally considered a patient-related condition. Without the serial number of the product, no device history could be pulled and reviewed. Device return and serial number have been requested. Should the product be returned or additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.